Event description:
It was reported to medtronic minimed that the customer experienced reservoir leak and past 2nd o ring. The customer reported no adverse event. The event involved product(s) mmt-342. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-342 was requested and the customer response was the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluated 3 open/used reservoirs (no clear liquid inside); transfer guards and plungers not returned. A visual inspection was performed, reservoirs passed per visual inspection no physical or cosmetic damage. Also performed pre-fill reservoir test appendix c. Using a new lab transfer guards and plungers, found reservoirs no leak anomaly during filling. Conclusion: the reservoirs passed by inspection were not found to have any leakage anomalies during the test. The anomaly of the transfer guards could not be confirmed, they were not returned. Reservoirs passed per visual inspection no physical or cosmetic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.